Event description:
As reported, the blocker indicator window of a 6f exoseal vascular closure device (vcd) did not change color at all times during blocking, even if it was completely withdrawn from the patient's body surface. The procedure was completed by changing to manual compression. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The device was withdrawn from the patient's body after the pulsatile blood flow stopped. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the blocker indicator window of a 6f exoseal vascular closure device (vcd) did not change color at all times during blocking, even if it was completely withdrawn from the patient's body surface. The procedure was completed by changing to manual compression. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The device was withdrawn from the patient's body after the pulsatile blood flow stopped. A non-sterile vascular closure device 6f was received inside a plastic bag. The device was unpacked for analysis. During the visual inspection, the following conditions were observed: the deployment button was not depressed, the indicator window showed a white-black color, the cowling guard was locked, the plug was noted in the shaft and saturated with blood, and the indicator wire was deployed. The bleed-back port was in an undeployed position. Additionally, an unknown procedure sheath was locked onto the device, and blood was present in the sheath. No other anomalies were noted during the visual inspection. Functional analysis was performed. Since the device was saturated with blood, it was cleaned by being washed in an ultrasonic bath for 10 minutes. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button perform correctly, and the plug was deployed properly. The internal mechanism was inspected using a vision system to enhance the image. It was found to be correctly assembled, with no other anomalies observed. The compliant reported by the customer: indicator window- no change to indicator, was not confirmed since functional analysis was performed and the indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.